Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The device was kept by the hospital and is not expected to be returned for analysis.

Event description:
It was reported that the patient contacted patient services (ps) and stated the remote home monitoring system showed a red call doctor icon. Ps assisted the patient in completing a remote home monitoring interrogation and referred the patient to their clinic as a red call doctor icon could indicate an issue with the subcutaneous implantable cardioverter defibrillator (s-ICD) system. Review of the remote home monitoring data found a code that indicated possible premature battery depletion. The field representative was contacted and will attempt to obtain additional information from the clinic. The s-ICD remains in service and no adverse effects were reported. Additional information was received that the patient would be scheduled for a replacement procedure. To date, evidence suggests that the s-ICD remains implanted. No adverse effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. The device was kept by the hospital and is not expected to be returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient contacted patient services (ps) and stated the remote home monitoring system showed a red call doctor icon. Ps assisted the patient in completing a remote home monitoring interrogation and referred the patient to their clinic as a red call doctor icon could indicate an issue with the subcutaneous implantable cardioverter defibrillator (s-ICD) system. Review of the remote home monitoring data found a code that indicated possible premature battery depletion. The field representative was contacted and will attempt to obtain additional information from the clinic. The s-ICD remains in service and no adverse effects were reported. Additional information was received that the patient would be scheduled for a replacement procedure. To date, evidence suggests that the s-ICD remains implanted. No adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient contacted patient services (ps) and stated the remote home monitoring system showed a red call doctor icon. Ps assisted the patient in completing a remote home monitoring interrogation and referred the patient to their clinic as a red call doctor icon could indicate an issue with the subcutaneous implantable cardioverter defibrillator (s-ICD) system. Review of the remote home monitoring data found a code that indicated possible premature battery depletion. The field representative was contacted and will attempt to obtain additional information from the clinic. The s-ICD remains in service and no adverse effects were reported.